Event description:
It was reported that the patient needed to be programmed because she was wetting herself. The patient stated that it had been getting worse for ¿about a month.¿ the patient noted that ¿about a month ago¿ she went through an airport and thought she got ¿deprogrammed.¿ the patient was not feeling any stimulation. Later that day it was reported that the patient saw the low battery screen on the programmer. The patient intended to get new batteries and call back the following monday. The patient stated that she somehow became ¿unprogrammed¿ over a month ago and had a return of symptoms. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v396221, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Additional information from the healthcare provider contained a letter from the patient that reported, on a scale of 1 to 10, the pain they were having was an 8. It was under the navel all the way across the front of their stomach. They noted that it occurs when they try to bend while sitting or pick something up. It was noted that the device was removed, which was captured in a separate event. Please see regulatory report 3004209178-2014-11632.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v396221, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. Additional information received reported that the cause of the event was unknown. The patient had pain that their hcp did not think was associated with their device. It was noted that the patient desired explant and would have an MRI.